Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device has not yet been returned to the manufacturer for analysis. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2015 a peritoneal dialysis (pd) patient reported drain complications with his dialysis machine and reported swelling and feeling uncomfortable. The patient's pd nurse stated the patient was diagnosed with an inguinal hernia with observed scrotum edema. The patient was provided with a replacement dialysis machine and resumed continuous cycler -assisted peritoneal dialysis (ccpd) treatments with the replacement cycler without issue from (B)(6) 2015. Per pdrn the patient skipped treatment on (B)(6) 2015 due to a scheduled out-patient day surgery for the inguinal hernia repair. The patient was not admitted for the event. (B)(6) stated upon hospital discharge the patient began hemodialysis treatments during his recovery. As of (B)(6) 2015, the patient's signs and symptoms of hernia had repaired, and the patient continued hemodialysis treatments pending clearance of his doctor to resume peritoneal dialysis. Medical records were requested.